Event description:
It was found that the unit had reduced brake force due to misaligned caster assemblies. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.